Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with loose epithelial in the left eye (os) after lasik with multiple recurrent corneal erosions (rce) since then. An epithelial debridement was performed on (B)(6) 2020. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain and rce's constantly and has tried bandage contact lens (bcl), ointments, artificial tears and debridement. Patient wished she never had lasik. Patient reported symptoms are interfering with daily activities. Patient was referred to a different doctor for possible phototherapeutic keratectomy (ptk). Bcva from (B)(6) 2019. Right eye pre-op 20/20 -2.50 x -.25 x 177, left eye pre-op 20/20 -2.00 x -.50 x 2.